Manufacturer narrative:
The immucor laboratory tested retention product on 14aug2017, which performed as expected. No customer site phone number or fax number was provided. Immucor technical support reviewed emailed copies of instrument testing reports on 10aug2017 for the antibody screen in question. From this report review, the test well images in question appeared as visually negative.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.